Manufacturer narrative:
(B)(4). Date sent: 2/21/2023. Additional information was requested and the following was received: the reverse button worked: the blade retracted but the stapler would not open. They also used manual lock out but the stapler would not open. The clinician says he disassembled the plastic part of the device and then manually opened the jaws. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, articulate to left, and with an ecr60g reload loaded on the device. The reload was received fully fired with some b-form staples in the reload deck. In addition, a package label was received. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 989a89, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition? Answer: the stapler blocked after the shot, it worked correctly but did not open, keeping the organ trapped for over 5 minutes. The patient is currently still under observation because a fistula has developed, at the moment he has not been re operated but his hospital stay has been extended. Did the patient have any pre-operative radiation or chemotherapy? Unknown was there any unusual sound heard during firing? No. How far did the device cut and staple? The device cut and stapled correctly for the expected length. What troubleshooting steps were taken that lead to the device being removed? They have tried both mechanisms (reverse and manual lock out). Why does the surgeon believe the post-op fistula was caused by or is associated with the difficulty of the device? The surgeon believes it is because the organ stayed trapped for too long into the device, at least 5 minutes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify your response to the following question: what troubleshooting steps were taken that lead to the device being removed? Your response: they have tried both mechanisms (reverse and manual lock out). We need to understand how the device was removed from tissue. Did the reverse button work when it was used? If yes, was the device able to be opened and removed when the reverse button was used? If the device was not opened and removed with the reverse button, was the next step to use the manual override switch? When the manual override switch was used, was the device able to be opened and removed? If neither the reverse button or the manual override switch worked to open and remove the device, please explain how was the device removed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery (suture of rectal anatomical segment) at the end of the second firing, the stapler blocked with the rectal anatomical segment that remained trapped between the closed jaws for about 5 minutes. After several attempts, the stapler was unlocked: the tissue appeared sutured.